Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 13. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.